Event description:
The customer reported having an urgent care visit due to high blood glucose of 364mg/dl. The caller stated that he had a cataract surgery and then he could not breathe, and he was giving antibiotics. The customer declined to troubleshoot the device as he stated that he believes the insulin pump is functioning properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.